Event description:
The customer reported functionality was lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.